Event description:
It was reported that the case involved the rica. The accunet and then the acculink were deployed with no problems. Using the recovery catheter 2, it was advanced up to the common carotid but resistance was met with the stent;however, it did pass the stent but at the same time, the sheath backed out and the filter was pulled back into the stent. The sheath was able to be tracked back to the common carotid, but the recovery catheter 2 would not track past the stent and the filter could not be recovered. The filter at this point was distal to the stent. The recovery catheter2 was exchanged for the recovery catheter 1 and it advanced through the stent and it appeared that the filter was in the sheath. Pulling them back together, resistance was met, however, this was overcome and when the filter was removed, some of the filter material was missing. The filter struts were in the recovery catheter 1, but they looked broken. Angiography confirmed that flow was present. Taking additional pictures, it was felt that the filter material was most likely in the sheath, but at this point the sheath was still in the pt and the pt was in recovery, so it could not be confirmed. Throughout the case the pt was asymptomatic with no neurological issues. Additional info received that it was felt that the filter material was entrapped between the stent and the vessel wall. At this point it was planned to place another stent and compress the filter material to the vessel wall. The final outcome was that the pt underwent an endarterectomy and the stent and the filter asymptomatic.